Event description:
The balloon failed some hrs after pt was transferred from the cath lab to ICU. Md was present and applied direct pressure to the catheter site. Another balloon pump catheter was reinserted and pt did not sustain any ill effects. Facility suspects device failure to be due to pt's condition of l main disease and calicfication of arteries.